Event description:
A doctor's office alleged that one (1) patient had experienced the loss of a core build-up after placement with the build-it fr product.

Manufacturer narrative:
Patient specifics with regard to gender, age, and weight were not provided by the doctor. Kerr technical reported that during the phone call, the caller was either disconnected or had hung up before providing any call back information or patient health status; therefore, no further information can be obtained with regard to this incident. An update will be submitted if any new information is provided by the complainant. The product was not returned and no item number or lot number was provided; therefore, no evaluation can be conducted.